Event description:
Surgeon using arthrex fast pass with disposable needle during rotator cuff repair. After functioning properly the device was not "locking the suture" and upon inspection by the scrub tech, it was noted that the 0.3 cm tip of the needle was missing. Surgeon notified and looked via the fluoroscope for the tip. The tip was noted to be in shoulder however the surgeon decided not to retrieve the tip. The surgeon did not believe excessive force was used in passing the needle.